Manufacturer narrative:
Lot review: a review of lot# 3269317 showed that (B)(4) units were manufactured, tested, inspected and released in may 2016, citing no exception documents.

Event description:
Complaint received regarding one ch2000s-pc, spinning spiros (25 pack), lot# is 3269317 (mfd. 05/16). Report states; the syringe connector is weak and some product was found on the ground. The (B)(6) patient did not receive the whole medicine and this is dangerous for the nurse. No operator/patient consequences reported as proper ppe was utilized during infusion.